Event description:
This case was assessed as non-serious based on initial info received from a medical assistant/esthetician on (B)(6) 2012, and upgraded to serious based on additional info received from the medical assistant/esthetician on (B)(6) 2012: a (B)(6) female pt initiated poly-l-lactic acid (sculptra aesthetic) (lot# a1046 and expiration date october 2014) with 5 cc of sterile water and 2 cc of lidocaine on marionette lines and cheek lines (also reported as cheek line and nasolabial folds) for cosmetic purpose on (B)(6) 2012. She received her second dose on (B)(6) 2012. Immediately after the second and last injection, she was found that left inferior lower eyelid showed a 12 cm oral nodule that was indurated but freely movable (initial report stated that "the pt presented to the medical office on (B)(6) 2012. Upon examination by the physician assistant, the pt was found to have a granuloma at the site of injection"). There was no sign of inflammation and no biopsy performed. The pt was given intralesional injection of medication for the event. There is no surgical intervention. The event outcome was ongoing. She has no history of immunological or collagen-vascular disease. Fitzpatrick skin type is ii. No further relevant info reported. Additional info for poly-l-lactic acid (sculptra aesthetic) (lot number/expiration date not provided) from product technical (B)(4): an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in u.s. And not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the events reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a2050, batch a2051, batch a2052, batch a2053, a2054, and batch a2055. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specification. The investigation did not point out anomalies related to the quality of the batches released for the market; nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Conclusion: no investigation possible. Additional info received from the medical assessment/esthetician on (B)(6) 2012: the pt's demographics, another reporter, the event outcome, a symptom, info related to the event, corrective and concomitant medication and medical history were added. Event term was changed. Lot number and expiration date of the medication, therapy received dates and injection sites were updated. No further relevant info provided.